Event description:
Customer's mother reported that they were unable to remove the battery cap on the insulin pump. The blood glucose reading was 423 mg/dl. She stated that they damaged the battery cap removing it but treated with the insulin pump once they were able to change the battery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.